Event description:
Reporter alleged blood glucose measured 113 mg/dl and took her morning insulin, amount unknown, however fifteen minutes later "blacked out". It was stated customer went to the hospital and was given an IV, contents unknown, and orange juice prior to being released 3 to 4 hours later. Reporter stated glucose was tested at the hospital however the result was unknown. A request was made for the return of the suspect device however since the alleged incident occurred over 2 years ago; there is no product available for evaluation.